Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 46 mg/dl. The customer declined help line transfer stating that he will discuss with dcm on the wednesday because there may be adjustment that need to be made.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.